Event description:
Caller reported a cgm error 42 regarding their glucose monitoring device. There was no adverse impact to the customer's blood glucose level. The customer was provided with complete information for a pump reset by technical support, and, after performing the reset with assistance, the error code did not reappear, allowing the customer to successfully start their sensor session.